Manufacturer narrative:
Angiodynamics is actively attempting to obtain additional information regarding the events and the individual devices involved. Upon receipt of additional information and completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
Angiodynamics medical science liaison has become aware of events in (B)(6) involving vortex ports, specifically thrombosis occurring during the use of the vortex port in sickle cell patients: " we have mainly a large problem of jugular thromboses and especially intra-cardiac with a significant incidence of 7 thromboses for 18 vortex posed with 2 intracardiac thromboses that have been complicated by pulmonary embolism. These thromboses are most often asymptomatic and detected by trans-thoracic echocardiography and control echodoppler every 6 months in our unit. They occur in patients with an inflammatory profile and for the majority beyond one year of exposure." The ports were being used for apheresis, which is considered an "off-label" use of this device. Angiodynamics is actively attempting to obtain additional information regarding the individual events and patient complications.